Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with customer returned product source: phone.

Event description:
Reporting an increase in false positive results. No confirmatory testing completed.